Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were scratches on the housing of a small volume infusor. This was noted after filling. There was no patient involvement. No additional information is available.